Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomalies noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer had high blood glucose of 400 mg/dl. The customer done with catheter and reservoir throttling test and it detects both errors, self test does not detect anything, no leaks, no bubbles, no skin irritation or thickening. They did not use other solutions than to start boluses from the micro, which actually start but the blood sugar does not go down. The blood glucose was still high. The insulin pump will be returned for analysis.